Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).